Manufacturer narrative:
Device evaluation summary: stent was positioned between the markerbands but not meeting specifications due to deformation of the distal wraps. Deformation was evident to the 1st,2nd,3rd and 4th distal stent wraps with struts raised and overlapping. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute integrity drug eluting stent to treat a severely tortuous, severely calcified lesion in the proximal lad. Lesion stenosis was 80%. No damage was noted to packaging. No issues were noted when removing the device from the hoop. The device was inspected and negative prep performed with no issues noted. The lesion was pre-dilated. No resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that stent deformation occurred in vivo during positioning/advancement. There was no injury as a result of the event. Another resolute integrity stent was used to complete the procedure.

Manufacturer narrative:
Photo review: image is of the distal section of an sds device. Deformation is evident to the distal stent wraps, the struts appear raised and stretched. If information is provided in the future, a supplemental report will be issued.